Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of not feeling well. Patient's examination revealed the right ventricular (rv) lead had dislodged, migrated into the right atrium and was sensing and capturing the atrium. A revision was performed wherein the physician explanted the lead. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.